Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that their ins had malfunctioned for over 6 months. Patient said that they had been begging the doctor to remove it from them, but the patient said that their doctor "made me jump off all kinds of hoops" but the ins still didn't work. Patient also said that their doctor will remove the ins from the patient, but the doctor will have a vacation and cannot remove it till july. Patient said that the patient was to the point that they were ready to cut the ins off their back, and they needed to remove the ins immediately. Patient mentioned that the hospital told them to call manufacturer and give the patient somebody who can remove it immediately. Patient said that they needed a schedule to remove the ins. Agent explained to the patient that manufacturer would not be able to do the scheduling. Patient said that, according to their urologist, that is the case. From what the patient heard, it is medical malpractice. Patient mentioned that they feel like they are trapped by the ins, which is causing them a lot of pain in their body and nobody will remove it. Patient said that they were told to call manufacturer. Patient said that end of november, patient got injured. Patient said that they were getting in the shower, and they slipped and hurt their back and the ins had not worked since. Patient said that they had been getting shocked in their leg for month and their hcp asked the patient to change the settings of their ins, and it came to the point that the patient couldn't do it anymore. Patient said that "their toes were twisted and bending in a direction that was not supposed to go because the ins was malfunctioning". Patient said that the ins was warm, it was irritating and it hurts. Patient said that they cannot sit, they cannot do anything and are in so much pain. Agent offered a physician listing so they could contact another doctor for removal, but the patient declined because they said that they had tried calling another doctor and had to get a new patient appointment and wait next week and do all of that stuff all over again.

Event description:
Additional information was received from the patient. The patient stated that when they slipped back in november, their lower back was compressed and they experienced severe sciatica. The patient also stated that even when their ins was reading fine, it was shocking them quite badly. Additionally, they reported that if someone placed a finger on the bottom of their foot, they could feel a vibration as if the person was touching it directly. The patient mentioned that when they received the new ins on september 11, they were still experiencing pain in their sciatic area, so it could not be implanted on the right side. The new device was therefore implanted on the left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the ins was replaced because of an injury, patient mentioned that when they were about to have the ins implanted they were still having pain on their right side in their sciatic area, so the ins was implanted on the left side and it has been much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.